Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.